Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2gbbh. Implanted: (B)(6) 2021. Explanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 29-mar-2023, UDI#: (B)(4). B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their previous implant's lead got the wire misplaced. Patient described the stimulation sensation to be felt not in the right place. Patient mentioned that they felt the stimulation on their feet. Patient also mentioned having no relief from that implant. Patient was redirected to their healthcare provider to further address the issue. Agent tried to callback patient 2 times to further ask questions about the case but went to voicemail.